Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: p elite ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the most proximal strut row were lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 32.0cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12-aug-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 38mm in length, de novo target lesion was located in the moderately tortuous and mildly calcified, 2.75mm in diameter left anterior descending artery. After crossing the lesion with a non-bsc wire, pre-dilation was performed using a non-bsc balloon catheter. A 38 x 2.75 promus elite drug-eluting stent was then advanced, but resistance was encountered and failed to cross the lesion even after several attempts. The device was removed and the procedure was completed with a smaller size stent. There were no patient complications reported and the patient was stable and responding well to medicines. However, returned device analysis revealed stent damage.